Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that visualization issues occurred. The stenosed target lesion was located in the distal left circumflex artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the image was lost. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was detached near the lap joint section.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed an imaging core windup with a coiled drive cable and an imaging window detachment were observed, near the lap joint section. An impedance test showed an electrical failure at the proximal end of the device. The electrical failure indicates that there is no longer a connection between the system and the transducer. Based on the evidence, the reported observation is confirmed.